Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 600 mg/dl compared with the sensor glucose reading of 40 mg/dl. The customer declined troubleshooting. No further details were provided.